Event description:
The customer contacted stryker to report that their device does not recognize electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker performed an evaluation of the customer's device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.